Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the superficial femoral artery with a 6f sheath (model unknown). A pre-procedure femoral angiogram reveled presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician, who is a trained user of the mynx, selected the mynx vascular closure device 6f/7f for femoral arterial closure. It was reported that the balloon lost pressure prior to the arteriotomy. Access was not lost and a second mynx device was used; however, the second mynx device also lost pressure. The physician converted the patient to 8 minutes of manual compression with no further complications. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report # 3004939290-2012-00090 for the first device used in this procedure.